Event description:
Reported 1 false positive sars results for one patient. The customer communicated the result was confirmed negative by molecular (pcr testing). Attempts were made to contact the customer for more information. The customer was unable to provide further details and clarification.

Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: cannot duplicate with retains. Source: email.